Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb and systems interface pcb assemblies were initially reseated and then ordered for replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.